Event description:
(B)(6) - transducer came off.

Manufacturer narrative:
Initial report ref to natus complaint#(B)(4). Per (B)(4) risk analysis spreadsheet - eds 3 external drainage system hazard 5.11 - stopcocks: luer lock thread is stripped or broken effect (harm): delay in patient treatment, csf leakage and over drainage of csf residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to capa005781. Further investigation to be carried out.

Manufacturer narrative:
Follow up report 001 ref to natus complaint (B)(4). Sterile date of product: 13 dec 2024. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Complaint history review/trend analysis: (24 months review and percent of sales) (B)(4) previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within the past two years. Failure rate = (B)(4). Risk management review: a review of doc-035405 medical device hazard analysis (rev 10), identifies the hazard situation as "5.11 stopcocks: luer lock thread is stripped or broken." The risk level is considered moderate. Based on complaint of "transducer fell off drain." This determination is based on the information received from the customer. Root cause/failure investigation: no signs of breakage or cracking were observed on the system stopcock's female luer. Complaint drain was compared to a new eds 3 system; no deformations were noticed on the thread of the stopcock luer. Failure mode, detachment of the external transducer from the eds 3 system could not be replicated. Stripping of the threads could not be replicated as well, the external transducer remained secure and tight on eds 3 system with no signs of loosening. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001 rev da) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: could not be replicated.

Event description:
Nt821731c - transducer came off.